Event description:
A physician reported a hakim valve (ID 823111) was implanted in 2011 via ventriculoperitoneal (vp) shunt with unknown setting. The patient was sent to a hospital due to brain hemorrhage. X-ray shows that "stepping motor has fell off and moved to the pumping chamber of distal part of the valve". However, considering patient's age and condition, revision surgery will not be performed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Hakim valve (ID 823111) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. However, a possible root cause for the issue could be due to galvanic corrosion or stator dislodges due to the valve receiving a hard knock. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.